Manufacturer narrative:
Based on the claim against the product by the customer noting issue with universal surgical manipulator (usm)1, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced universal surgical manipulator (usm) 1 due to the customer complaint of excessive noise and sluggish movement. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. A supplemental MDR will be submitted if additional information is received. A site history review was performed and found a related complaint under patient identifier (B)(6), in which a similar incident had occurred on a different event date.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had an issue on arm 1. Per surgeon, it sounded like grinding when moving the arm. The arm had some drifting issues and some impaired movement when trying to sew. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis team. The reported failure (grinding sound, sluggish operation, and noise) was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as the yaw and pitch were very stiff and noisy. The usm was also tested on a psc fixture test platform (pftp) and passed lissajous and sensors check, but during the sine cycle the yaw and pitch were very noisy. As a fix, the yaw and pitch motor rotors, harmonic drives, and the joint 3 bearings would be replaced. The yaw and pitch housing flat flex cables (ffcs) would also be replaced to accommodate the motor modules installation.

Event description:
Refer to h10/h11 for follow-up information.